Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. Coloplast would like to recover the incriminated device in order to carry out possibly destructive investigations. Unless you advise us otherwise within 10 days, coloplast will carry out the necessary investigations on the device in question.

Event description:
According to the available information, the device was explanted and replaced as it did not inflate.

Event description:
According to the available information, the device was explanted and replaced as it did not inflate.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. A separation was noted on the bladder of the reservoir. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. Based on examination, it was concluded that the observed separation I the reservoir bladder would have allowed the reported ¿failure to inflate¿ however, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, the sequence of events leading to the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.